Event description:
It was reported in the study that a vns patient had vns implant a few months ago. Patient was then hospitalized due to a series of drop events. During her admission, there were several short events of bradycardia and asystole (up to 7 seconds) were detected. Patient has no prior personal or family history of cardiac events and no preexisting medical conditions. Patient experienced bradycardia and asystole. Patient heart rate prior to the event was 70 bpm, patient had a 7 second asystolic event. Patient has no traumatic events or other triggers prior to the arrhythmia. No medication changes had occurred. Arrhythmia was noted to correlate with stimulation. Per the physician, vns therapy stimulation was related/contributed to the arrhythmia. Stimulation was programmed off and no similar events were seen afterwards. No additional relevant information has been received.